Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the left ventricular (lv) lead testing threshold was acceptable after placement. After the physician cut the catheter, the testing threshold was high. The catheter was replaced and the lead was repositioned, however, the threshold was still high. A new lead was implanted. No patient complications have been reported as a result of this event.